Event description:
Event description guidant received information that this implanted right ventricular lead caused an increase in pacing thresholds to 6.5 volts 83 months post implant. The lead was capped and surgically abandoned. A new lead was successfully implanted.